Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code 4003 captures for the reportable event of stent migration. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2019. On (B)(6) 2019, the flexima biliary stent was implanted for cbd dilation and jaundice. According to the complainant, it was reported the patient was brought back to the hospital on (B)(6) 2019 for spyglass procedure, the physician discovered that the stent had migrated out of the common bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on 22nov2019 when the physician reached the papilla, the stent was gone. The physician thought the stent passed through the patient naturally.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2019. On (B)(6) 2019, the flexima biliary stent was implanted for cbd dilation and jaundice. According to the complainant, it was reported the patient was brought back to the hospital on (B)(6) 2019 for spyglass procedure, the physician discovered that the stent had migrated out of the common bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.